Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, inappropriate auto mode switch due to far-r oversensing was observed. There was also a short run of non-sustained ventricular tachycardia. Programming changes were recommended but not made. There were no further events observed. Patient will be followed up normally. Patient's condition was fine.